Manufacturer narrative:
The end user restarted the unit which resolved the issue. No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.